Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed cable insulation is torn and wires exposed this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that they were charging their ins yesterday and an error message displayed 4-5 times. Caller stated the ins charged for a while and then an error message displayed and caller would "start all over again" and then after charging for another 3-4 minutes, another error message would display. Caller did not recall the details of the error messages and said that the messages said something wasn't working and to call medtronic. Caller confirmed no visible damage to the recharger cord or the controller port. Caller commented that the recharger cord appears to be pulled away from the paddle about 1/8 inch. Pss reviewed that this does not indicate that there is a problem. Caller wiped down the gold pins with a cloth and blew in the controller port in attempt to clear possible debris. Caller then initiated a recharge session and was able to quickly begin to recharge excellent. Caller continued to charge the ins for about 5 minutes while on the call and confirmed they were recharging excellent without any issues. Pss reviewed that everything seems to be working as intended and to call back if issues return. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. Pt called back stating after they had them clean the pins during the last call the device worked ok on wednesday but yesterday it started again. Pt got system problem rm03. Pt said the paddle and relay box got warm.